Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller exchange, serial number: (B)(6), due to wear and corrosion of the screws, could not be confirmed. No log files or images were submitted of the system controller, nor did it return for testing. Multiple good faith effort (gfe) attempts were sent to inquire if any log files were available, the serial number of the backup controller, if any images were available, details regarding the adverse event, the patient¿s symptoms, the plan of care, and if any products would return for analysis; however, no response was received. The root cause of the reported wear and corrosion could not be conclusively determined during this investigation. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The heartmate 3 lvas IFU section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use including how to ensure that the controllers and equipment do not get wet. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient arrived at the clinic on (B)(6) 2024 with noted wear and corrosion to screws on the primary and backup system controller. The controllers were exchanged. The healthcare provider indicated that the patient experienced an adverse event that required intervention to prevent permanent impairment/damage.

Manufacturer narrative:
Voluntary mw number (B)(4) was received (B)(6) 2025. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.